Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned to olympus for evaluation. Based on the results of the investigation, and upon troubleshooting, insufficient cleaning of the scope connector was confirmed as the image returned to normal after the scope connector was wiped with alcohol. Therefore, it was determined that the reported phenomenon, ¿b30 (scope communication error)¿, occurred because the video function did not work properly due to insufficient cleaning of the scope connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, evis exera iii xenon light source had a b30 communication error. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation, as an olympus representative (rep) spoke with the customer to resolve the issue. It was confirmed that the video cable (maj-1430) was not plugged into the front of the video processor (cv-190). The rep then instructed the customer to turn off the equipment and swap the scopes on both clv-190 and cv-190 units again to avoid issues. The rep had the customer press the escape key twice on the keyboard, then follow all cleaning steps in the provided quick reference guide for the product. The investigation is ongoing, and a supplemental report will be submitted if any additional information is provided by the user facility.